Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No device or photos were received; therefore the condition of the device is unknown. DHR was reviewed and no discrepancies were found. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: interchangeable humeral assembly part # 32810502704 lot # 60442317. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 06324. Customer has indicated that the product will not be returned to zimmer biomet as they are probably discarded. The investigation is in process. Once the investigation has been completed a follow up MDR will be submitted.

Event description:
It is reported that patient underwent shoulder revision due to unknown reasons. Attempts have been made and additional information is not available at this time.